Event description:
It was reported that the intra-aortic balloon (iab) front part of the balloon stick and could be taken out during use on the patient. As a result, the iab was replaced to complete the treatment. Patient outcome reported as fine. Additional information received. The balloon was found a little unraveled after opening the package and it could not go into the patient after being inserted half. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint of iab unable to prep/remove from the tray is confirmed. Upon return, the original packaging tray was noted with damage to the "arrow" packaging sticker which retains the iab bladder in the packaging tray and the iab was noted with the packaging retention sleeve over the iab bladder, which indicates the iab was not prepped correctly per the IFU. The root cause of the complaint is a result of improper prep per the IFU. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risks. Teleflex will continue to monitor. An in-service for the customer has been requested to reiterate the appropriate method for iab prep/removal from its packaging.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the intra-aortic balloon (iab) front part of the balloon stick and could be taken out during use on the patient. As a result, the iab was replaced to complete the treatment. Patient outcome reported as fine. Additional information received. The balloon was found a little unraveled after opening the package and it could not go into the patient after being inserted half. There was no report of patient complications, serious injury or death.